Event description:
This report is based on information provided by local philips gc quality affairs pms and has been investigated by the philips complaint handling team. Philips received a complaint on the philips hs1 per email response attached case notes but sn was not provided from customer. This case is indicating that the device failed quality inspection. Available details indicate that the device was unable to pass the quality inspection. Details provided in an email response from gc quality affairs pms, no root cause was found due to customer refused repair and did not provide any more information. No CAPA will be initiated based on this record; a corrective action request will be initiated if a trend is discovered through periodic monitoring. The device was not returned for investigation. Based on the information available, no root cause because customer refused to repair. Based on the information available, no further action is necessary at this time. No CAPA will be initiated based on this record; a corrective action request will be initiated if a trend is discovered through periodic monitoring. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. No root cause because customer refused to repair. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.